Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor. Unable to complete functional testing due to prime anomaly. The insulin pump has cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube, broken reservoir tube lip, and broken battery tube threads.

Event description:
The customer reported via phone call that she was hospitalized for diabetic ketoacidosis on (B)(6) 2015. Customer's blood glucose was 600 mg/dl at the time. Customer's current blood glucose is 100-415 mg/dl. Customer stated that she was extremely dehydrated. Customer stated that her body physically hurt and she had moderate ketones. Customer was currently on complete injections. Customer's blood glucose kept climbing from the mid 300's mg/dl to 400's mg/dl. Customer stated that she took extra insulin and syringes. Customer gave herself an injection. Customer was hospitalized for 4 days and was in the intensive care unit because they had to keep her on an insulin drip. Customer was wearing the pump at the time of the 911 call. Customer wore the pump for a little bit but was off the pump for most of the time. Customer stated there was damage around the outside of the reservoir on the rim and the top of the battery cap. Customer declined troubleshooting and wanted a replacement.